Event description:
Legal claim received. The patient stated that her knee was swollen and inflamed and when she was revised, pieces of it had broken off.

Manufacturer narrative:
Additional information in all required fields.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed device fracture. No material defects were apparent during examination of the inserts fracture surface. Review of the device history records determined that there were no manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the device fracture, as device positioning, the patients large stature ((B)(6)), or possibly patient soft tissue balancing problems, such as a tight posterior cruciate ligament (pcl) are all possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.